Manufacturer narrative:
The service was canceled after the device with the alleged issue could not be located. The customer did not provide a specific model or serial number for the device. The service was canceled.

Event description:
It was reported that the brake is not locking. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the brake is not locking. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.